Manufacturer narrative:
The expiration date is (B)(6) 2008. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported in the legal brief, the patient underwent placement of an optease vena cava which is still in place, and recent studies confirm the filter now presents more risks than benefits, including an increased risk of forming a blood clot. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. Additional information received per the patient profile form (ppf) indicate that the filter is embedded in the wall of the inferior vena cava. There were no reported attempts to remove the filter. The patient also experienced pain, discomfort, mental anguish and worries.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. Additional information received per the patient profile form (ppf) indicate that the filter is embedded in the wall of the inferior vena cava. There were no reported attempts to remove the filter. The patient also experienced pain and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: age or date of birth, date of report, other relevant history, concomitant medical products, PMA/510k, type of reportable event and if follow-up, what type. Additional information received per the medical records indicate that the patient has a history of multiple traumatic injuries. The patient was implanted due to their high risk of deep vein thrombosis and pulmonary embolism. The filter was deployed via the right common femoral vein. The device was placed below the level of the renal vein and above the inferior vena cava bifurcation. The patient tolerated the procedure well. Additional information was received via another patient profile form (ppf). The document states that the filter has been in place more than 90 days, too risky to attempt retrieval and future perforation and fracture are likely. The form also states that the patient has chest pain, lumps in his leg and is fearful of possible device failure in the future. It states that the filter has fractured and the filter strut is retained in the patient's groin. The patient became aware of the reported events approximately ten years and four months after the index procedure. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per medical records, the patient has a history of multiple traumatic injuries. The patient was implanted due to their high risk of deep vein thrombosis and pulmonary embolism. The filter was deployed via the right common femoral vein. The device was placed below the level of the renal vein and above the inferior vena cava bifurcation. The patient tolerated the procedure well. Per the patient profile form (ppf), the filter is embedded in the wall of the inferior vena cava. There were no reported attempts to remove the filter. The patient also experienced pain, discomfort, mental anguish and worries. Per the patient profile form (ppf), the patient has chest pain, lumps in his leg and is fearful of possible device failure in the future. The filter has fractured, and the filter strut is retained in the patient's groin. The patient also experienced pain and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Localized swelling does not represent a device malfunction and may be related to underlying patient specific issues. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.